Event description:
It was reported that, on an unknown date, a transducer, 84 inch (213 cm), 3 ml/hr, macrodrip generated a leak during patient use. The customer reported the following issue: our intensive care unit encountered a leak problem on a pressure set. The leak occurred at the blue tab. The status of the product at the time of the event is unk. The contaminated product is available for evaluation. The blood came up into the tubing and started to flow into the bed. There was a delay in therapy, the time to understand the situation, and to find another circuit. The therapy was completed. There was no blood loss considered clinically significant. The circuit was primed with physiological serum for arterial catheter connection. The leak did not come into contact with the patient. There was no patient harm reported.

Manufacturer narrative:
The reported complaint of the leak was confirmed. A drawing of the sample was returned by the customer indicating the area of the defect. During visual inspection, the pick flush device was found separated from the transducer. With the pick flush part separated from the transducer, a leak can observed. The transducer is a purchased part. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.